Manufacturer narrative:
Date sent to the FDA: 04/10/2020. A manufacturing record evaluation was performed for the finished device md6417 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/14/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Needle pulled off during the use. There were no adverse patient consequences reported.